Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation (stent flare) was confirmed. The reported failure to advance and device damaged by another (caused damage) were unable to be replicated in a testing environment as they are based on operational circumstances. It should be noted that the xience alpine everolimus eluting coronary stent system instruction for use, states: (delivery system preparation) to be performed prior to step 9.4 (delivery procedure). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Description of problem or event (continued): additional post dilatation was performed on the implanted stent to correct any damage from entanglement of the dislodged stent. A 2.25x18 mm xience alpine stent was successfully deployed at 12 atms in the mid lad. A 2.25x23 mm xience alpine stent was then deployed in the proximal to mid lad at 16 atms using a bifurcation technique (culotte) with the first implanted stent. A 2.75x8 mm bdc was attempted to be advanced towards the d1 branch across the stent struts of the third stent, but it could not cross the struts of the stent. A smaller 1.2x8 mm , then a 2.75x8 mm bdc were able to open the struts of the second stent at the lad. Kissing balloon techniques were performed for post dilatation of the bifurcation stents. No additional information was provided. Concomitant medical products: guide wire: 09 rotawire guide wire, 014 choice es. Guide cath: guidezilla, jl 4.0 7f, ebu 4.5 7f. Stent: xience alpine 2.75x38. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.75x38mm xience alpine stent referenced and the additional 2.5x33 xience alpine stent referenced are being filed under separate medwatch reports.

Event description:
It was reported that rotational atherectomy was used to treat the left anterior descending (lad) coronary artery and the ostium of the heavily calcified, first diagonal branch (d1). Predilatation of the d1 was performed with a 2.25x15 mm balloon dilatation catheter (bdc) followed by a 2.75x8 mm bdc in the lad. A dissection was then noted in the d1 which was treated with balloon inflation. A 2.75x38 mm xience alpine stent was implanted at 8 atmospheres at the bifurcation of the lad/d1. Post dilatation was performed with the 2.75x8 bdc, but a 2.25x15 bdc was unable to advance past the stent. A 2.0x8 mm bdc was inflated across the stent struts to open up the stent towards the lad. A 2.5x33 mm xience alpine stent was attempted to be positioned between the stent struts of the first stent, but it could not go through the stent struts. The 2.5x33 stent delivery system was removed from the anatomy and was noted to have a flared stent strut that was thought to have occurred from interaction with the first stent. It was then suspected that the first stent may have become damaged as well; therefore, a 3.0x8 mm bdc was inflated at the first stent to correct any potential damage. Another 2.5x33 mm xience alpine sds was advanced to go through the struts of the first stent, but it could not advance through the struts. There was difficulty removing this sds from interaction with the struts of the first stent. The 2.5x33 stent then dislodged from the sds balloon and was entangled with the implanted stent. The dislodged stent was successfully removed with a loop snare. The dissection from earlier in the procedure had resolved.